Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, damages at the u-groove were found on the pump casing. The pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No anomalies were found with the buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(6) 2015.